Event description:
Our rep. Is reporting to us that during a shoulder procedure, a portion of the distal tip of an expressew suture passer needle broke off into the patient's body. The fragment was not able to be located, so nothing was retrieved from the body; however, the repair successfully completed without further issue or harm to the patient. The complaint device is being retained at the user facility for their evaluation; at some point subsequent to that it will be forwarded here to mitek.

Manufacturer narrative:
(B)(6) days have passed since this issue was reported to mitek, and to date, despite outreaches for complaint device return, nothing has been received. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other similar complaints for this lot of devices that were released to distribution. We cannot tell anything from this; we cannot discern a root or underlying cause for the reported issue. At this point in time, no further action is warranted, however, this file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.